Manufacturer narrative:
The initial report was filed using FDA registration number (B)(4). Registration number (B)(4) should have been used.

Event description:
It was reported that during a surgical procedure at the user facility the customer found a hair inside of the lap sponge, presenting a possible risk of introducing foreign material into the surgical site. No medical intervention and no adverse consequences were reported with this event . The initial reporter was not able to provide any further information regarding the reported event.

Event description:
It was reported that during a surgical procedure at the user facility the customer found a hair inside of the lap sponge, presenting a possible risk of introducing foreign material into the surgical site. No medical intervention and no adverse consequences were reported with this event . The initial reporter was not able to provide any further information regarding the reported event.